Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual inspection of the momentary squeeze pump found the kink resistant tubing was worn to the filament but there were no leaks detected. The pump failed the 8lb activation test as it required more than 8lbs of force to activate. The product analysis was unable to confirm the reported allegations related to hole and fluid loss in tubing; however, product analysis identified pump failed functional activation test. Due to the pump defect, an evaluation conclusion code of cause traced to component failure was assigned.

Event description:
It was reported that the patient visited the hospital two weeks prior to the revision surgery as the inflatable penile prosthesis did not work (ipp) properly. The device was inspected and it was found that the pump had a crack that caused saline water leakage from the pump connecting tube. The cause of the tube crack was not elaborated by the hospital. The ipp pump was removed and replaced. The patient was stable and improved after the revision surgery. The event resolved. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported allegations related to hole and fluid loss in tubing; however, product analysis identified pump failed functional activation test.

Event description:
It was reported that the patient visited the hospital two weeks prior to the revision surgery as the inflatable penile prosthesis did not work (ipp) properly. The device was inspected and it was found that the pump had a crack that caused saline water leakage from the pump connecting tube. The cause of the tube crack was not elaborated by the hospital. The ipp pump was removed and replaced. The patient was stable and improved after the revision surgery. The event resolved.